Manufacturer narrative:
The customer is not having any other issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of sample short alarms and a water temperature error on the cobas 6000 c (501) module. The customer also questioned results for 1 patient sample tested for gluc3 glucose hk (gluc3), alb2 albumin gen.2 (alb2) and tp2 total protein gen.2 (tp2). Based on the data provided, the gluc3 results were erroneous and reported outside of the laboratory. The initial gluc3 result was 2mg/dl with a < test flag on the c501 module. The sample was repeated and the result was 70 mg/dl. The repeat result was reported outside of the laboratory. The patient was tested by a finger stick in the ER using an accuchek stat test strip and the result was 127 mg/dl. The customer thinks the result of 127 mg/dl is correct. No adverse event occurred. The gluc3 reagent lot number was 19343601 with an expiration date of 01/31/2018. The field service engineer (fse) visited the customer site where a contaminated sample probe was identified. The sample probe and sample probe rinse station was covered in gel. The fse cleaned off all of the gel and replaced the sample probe. Sample and reagent probes were flushed along with the rinse head. Internal washes and rinse head levels were checked. An instrument check was performed and the results were within specification. Quality controls were acceptable and the system is operating per manufacturer specification. The investigation determined that the root cause of the issue was a defective sample probe. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.